Event description:
Attorney alleges that the patient was implanted with the bard/davol perfix plug, and non-bard/davol mesh, collectively known as "mesh products". On or about (B)(6) 2004, patient underwent with left inguinal hernia repair and implanted with perfix plug. On or about (B)(6) 2008, patient underwent recurrent left inguinal hernia with implant of non-bard/davol mesh and partial removal of the perfix plug. On or about (B)(6) 2017, patient underwent the revision surgery. Attorney alleges that as a result of being implanted with non-bard/davol mesh and perfix plug patient experienced severe and chronic pain, inflammation, hernia recurrence, mesh protrusion, adhesions to bowel, disability and partial explant. Attorney alleges that the perfix plug implanted in patient failed to reasonable perform as intended. The perfix plug caused serious injury and had to be surgically removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the perfix plug was initially implanted to treat. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including pain, inflammation, hernia recurrence, mesh protrusion, adhesions to bowel, disability and partial explant. The instructions-for-use (IFU) supplied with the device lists hernia recurrence, adhesions, pain and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.